Event description:
It was reported that an fsl3+ sensor failed to pair with the ilet mobile app, with the app remaining on a ¿ready to scan¿ screen and no sensor alerts received, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and assessment for interoperability issues. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the device¿s antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.